Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the chronic catheter placement procedure. It was reported that post chronic catheter placement, the drainage catheter connector was allegedly found fractured. The procedure was completed by replaced with another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent the chronic catheter placement procedure. It was reported that post chronic catheter placement, the drainage catheter connector was allegedly found fractured. The procedure was completed by replaced with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows a drainage catheter in which the hub is noted to be cracked. Therefore, based on the photo the investigation can be confirmed for the reported fracture for one occurrence. A definitive root cause for the catheter connector fracture could not be determined based upon the provided information. Labelling/packaging review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.